Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) undersensed a ventricular arrhythmia, which required external shocks to convert the rhythm. Review of the egrams associated with the undersensing demonstrated a morphology that was different than that observed during the induction testing phase of the implant procedure. All lead measurements remain within normal limits, and subsequent dft testing demonstrated normal sensing/detection/and therapy delivery. A guidant technical services (ts) consultant recommended increasing the ventricular sensitivity to ensure adequate sensing in case of additional morphology changes during subsequent ventricular arrhythmias. The patient remains in stable condition, with no adverse effects reported.